Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2026, hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to loss of correction after the patient experienced a post-op fall. Additional information indicates the patient was non-compliant. The site was revised with non-tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event is patient non-compliance. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2026-00167.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2026, hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to loss of correction after the patient experienced a post-op fall. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.